Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or any photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The device history record could not be reviewed as a lot number was not identified.

Event description:
The event occurred on various dates in 2024 and involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock. The trifuse reportedly did not thread tightly and pulled right off with little effort. Multiple staff members reported the same issue totaling five incidents approximately between 25nov2024 and 13ec2024. The reported issue was suspect for a chemo spill, but the device was discarded with the spill. There was no report of any human harm. This emdr represents five of the same/similar occurrences with no differing specific details across the incidents.